Manufacturer narrative:
A ge service rep performed an over the phone investigation. A replacement interconnect cable and power pcb was sent to the customer. No conclusion can be drawn as further service info is unavailable at this time.

Event description:
The customer reported the workstation would not boot on. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.